Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-08602 and correct the initial report submitted on november 6, 2020.as a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported that they were unable to obtain an image after plugging in an olympus series 180 scope. The problem, as reported to olympus, occurred on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.